Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event; see also 0002184052-2016-00181.

Event description:
The sales associate reported cross threading during a posterior cervical fusion procedure. Once all the screws were placed and rod was seated the doctor began to place caps on this screw. The doctor used the hand persuader and when he began to thread cap he heard a screeching sound. After removing reducer cap was cross threaded, tried again to place cap, but tulip was visibly damaged so screw was removed and replaced.

Manufacturer narrative:
The returned screw was examined. The threads within the tulip head were damaged in a manner consistent with cross-threading. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.